Manufacturer narrative:
The customer indicated that the device is not available for testing and investigation.

Event description:
The event involved a customer report of a leak on the air vent filter of a plum tubing set. The leak occurred during an infusion of normal saline infusing at 100ml/hr, followed by herceptin infusing at 100ml/hr, and then taxol infusing at 30ml/hr. The leak occurred after 1.5 hours of infusion. The drug was exposed to the blanket, however, there was no harm to the patient or healthcare professional.

Manufacturer narrative:
The reported filter leak was confirmed by investigation. No product samples were received for investigation. However, pictures provided by the customer document the reported leaking filter. The leak is documented from the filter vents. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A batch record review was performed to lot# 897455h, list# 142560488 and the relevant commodities and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. Manufacturing quality (mq) performed visual and physical evaluation to 315 and 125 final sets, respectively with zero defects found. Maintenance routines and maintenance work orders (wo) were analyzed in order to determine if there was any condition in the machines that could be associated to the reported event. As a result, there were no maintenance routines or machine intervention related to this event.